Event description:
The technician reported the left head side rail will not latch, the issue was found during a function check. The bed was located in ICU storage area at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the left head side rail latch is contaminated. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize the downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician cleaned and lubricated the all side rails and tightened all screws to resolve the issue. Based on this info, no further action is required.